Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other prostyle referenced is being filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional micra pacemaker procedure. Reportedly, a cuff miss occurred. Therefore, a new prostyle device (the second device) was used to preplace the suture. When the third prostyle device was used, no blood flow was observed at the marker lumen. Therefore, another prostyle device (the fourth device) was used to preplace the suture. The sheath was upsized to a 23f sheath and the interventional micra pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.